Event description:
Customer reported an issue with the strefa product supplied in the kit, indicating that the safety doesn't always latch right away. Customer stated that it takes more pressure to get the safety to engage. The customer provided manufacturer product # 6059 and lot # sn25250018 as additional product identification information.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6) for awareness.